Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels from (B)(6) 2024 to (B)(6) 2024 of 40 mg/dl. The low bg causes were not known. Customer consumed carbohydrates to address bg for all low bg levels. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.